Event description:
Testing by service center found the ventilator flow valve experienced a constant exhalation flow that could not be adjusted. The ventilator was not cycling and had no audible alarm. This reported problem was found in service with no complaint from the customer.